Manufacturer narrative:
Philips has investigated this complaint. According to additional information, system geometry was not available. Customer reset the system but did not resolve, not able to continue with clinical applications, procedure was stopped and rescheduled the philips field service engineer (fse) inspected the system onsite and found that the geometry was not available. The log file review shows customer induced error because of manual movement versus motorized movement causing system to error with undefined movements. The device was functional as per intended after system review and system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the geometry was unavailable on the azurion system. The user performed a reboot, but the issue persisted. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.